Event description:
Sorin group (B)(4) received a report that the pump stopped and displayed an error message during a case. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch reports is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped and displayed an error message during a case. There was no pt injury. The investigation is on-going. A follow-up report will be filed when the investigation is complete.